Event description:
The recipient is reportedly experiencing sound quality issues with and without device use. Device testing revealed results within normal limits. A CT scan revealed no abnormalities. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues resolved. The recipient will reportedly not pursue revision surgery at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.